Event description:
New information received notes the patient was asymptomatic, an increase in impedance and no ventricular sensing was observed on the in right ventricular (rv) lead prior to the procedure.

Event description:
It was reported that the right ventricular (rv) lead was found to have dislodged. The rv lead was explanted and replaced. The patient was stable.